Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) coronary artery. The balloon ruptured at 18 atms. The number of inflations and to what atms is unknown. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is listed as "no problem."

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.